Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot history search could not be done because of the info that was provided. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, it is unlikely that damage occurred during the mfg process. Some potential causes are reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. Because the root cause is unk and no malfunctions were confirmed, no similar incidents can be identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A materials coordinator reported approx ten knives were found to have poor cutting performance or dull blades. A second knife had to be opened in each of these instances. There was no pt injury with any of the knives and all procedures were completed with no delay.